Event description:
The pt was being supported by an impact 754 portable ventilator for approximately 20 minutes when the clinician noted the ventilator unexpectedly powered off. The clinician immediately removed the ventilator and began manual ventilation. Though it was reported that serious injury to the pt did not occur, it was reported that the device malfunction caused the need for manual back-up ventilation. This event is being submitted as a serious injury event because the use of back-up ventilation was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the sys failure was confirmed. However, the alarm exhibited on the sys screen without an audible alarm. The power supply was also found to be failing due to a broken wire on the lemo connector. This failure was found to be the root cause of the device failure during the pt event (sys failure). The piezo buzzer was also found to be inoperable. All failing components were replaced and are currently being investigated to identify root cause. The device returned to the end user after it tested within specification.